Event description:
The surgeon reports he has had patients with unexpected outcomes and complaints of glare following intraocular lens (iol) implant surgery using this model. Multiple requests were made for specific patient details. To date, no additional information has been received.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/06/2008, 06/11/2008, 06/24/2008, 06/26/2008 via phone and 06/09/2008 via fax and mail. This report was mailed to FDA on: 07/03/2008.